Event description:
Customer called stating that there were no audible tones during self test or programming. Performed self test during call. No audible alarms were heard. Customer says unit was not dropped or bumped.